Manufacturer narrative:
(B)(4).

Event description:
It was reported the pacemaker could not be interrogated with a merlin programmer due to a suspected wand placement. No further information is available.